Event description:
It was reported that the patient ¿may have an infection¿. Since pump replacement approximately 1 year prior to the report, the patient had a series of fevers. The patient currently showed signs of inflammations at the catheter surgical site. The reporter stated there were no problems with the pump, only the catheter site. The healthcare provider (hcp) wanted to test the patient¿s cerebrospinal fluid (csf) via aspiration from the catheter access port (cap) to rule out infection. The device system delivered baclofen. Additional information has been requested but was not available at the time of this report. A follow-up report will be submitted if new information becomes available.

Event description:
Information was received from a consumer via a company representative. The patient had a muscle infection around the catheter site. It was not in the in the pump pocket.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).